Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacra l nerve stim. It was reported that their implanted device was stinging and if they turned the wrong way it gave sharp stinging pains and stuff. Patient stated this had been going on "occasionally" until "about a couple months ago". Patient mentioned that they fell flat on cement on their back and then stated that they fell sideways and took their walker and everything and since then it had been a little more active. Paitnet mentioned that they have multiple sclerosis and they like to fall backwards. Agent provided nas number for doctor to call a manufacturer representative (rep) for assistance when patient receives replacement equipment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 additional information was received from the patient. The patient reported that the fall's impact on the device was not determined. The cause of the stinging sensation was also not determined. The cause was likely a dead battery. The patient reported that they saw their urologist and if the symptoms persisted or worsened they would pursue a device removal/replacement. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.